Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or exposed wires) has been confirmed. Upon investigation the electrode belt ECG "a&b" to front therapy electrode cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.